Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the electrode belt current test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the red (-5v) wire was intermittently open in the ect a and ba cable the cause of the test failure was the intermittent wire. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.